Event description:
The information received indicated that a pinkish movable foreign matter was found inside of the sterile pouch during incoming visual check process at the j & j (B)(4) plant. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was handled and stored as usual procedure. It was not shipped out of the j & j (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
The information received indicated that a pinkish movable foreign matter was found inside of the sterile pouch during incoming visual check process at the (B)(4). The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was handled and stored as usual procedure and was not clinically used. The product was neither re-sterilized nor re-packaged. One non-sterile unit of gc 8f .88 xb was received sterile in its original and sealed package. An unknown brown loose particle was detected over the mounting card. No other issues were detected. The unknown particle was measured using a pocket comparator per (B)(4) and the results are within specification due to the size of the contamination (0.040") is below to the acceptance criteria of 0.050" maximum. The unknown foreign matter was sent to the analytical laboratory in order to perform a ftir analysis and based on the results obtained it can be concluded that foreign matter corresponds to ptfe component. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "foreign material-in sterile package" was confirmed due to an unknown brown particle was found loose inside the pouch. Per (B)(4) analysis, it was determined that the contamination corresponds to ptfe component. The cause of the reported failure could not be conclusively determined during the analysis. However the size of the contamination meets specification, therefore no corrective actions or preventive actions will be taken at this time. Awareness training was provided to the gc packaging associates in order to reinforce the current controls that are in place.

Manufacturer narrative:
The device was returned for evaluation, however, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15430162 revealed no anomalies during the manufacturing and inspection processes. Additional information will be submitted within 30 days from receipt.